Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found (B)(4) similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not available.

Event description:
The user facility reported that the angio-seal sts device bypass tube was detached. The following information was provided by the user facility: when the device was unpacked, the bypass tube was already detached; the device was not used; a new device was used to continue the procedure; the device had been stored on a level place and there were no obstacles that would have hampered the user to unpack the device; the procedure was successfully completed using the replaced device; and there was no reported health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no 1. To provide the evaluation results. The sample was not returned for evaluation. An evaluation of the complaint sample could not be performed due to the sample being unavailable. With no return of the actual device the exact root cause of the event cannot be determined. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.